Event description:
Boston scientific received information that during a routine device replacement, a replacement implantable cardioverter defibrillator (ICD) was implanted with this chronic implantable defibrillation lead. During defibrillation threshold (dft) testing, the device delivered a shock and a short circuit warning message was observed. The patient required external defibrillation. The device was explanted and replaced with another implantable cardioverter defibrillator (ICD). During dft testing with the new device, a short circuit warning message was again observed following shock delivery. All lead measurements were observed to be stable and acceptable, however, a lead issue was suspected. One of the df pins or yoke insulation was suspected to be worn out. No adverse patient effects were reported.

Manufacturer narrative:
The chronic implantable defibrillation lead was surgically abandoned. A new lead and device were successfully implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.